Manufacturer narrative:
Technician found ground loss due to ground pin missing from power plug. Replaced power plug to resolve this issue. Bed found in ICU.

Event description:
Complainant alleged loss of ground. No pt impact.